Manufacturer narrative:
(B)(4). Method: device work order search results : a device work order search was performed and no similar complaints were found within the work order. Product evaluation found that the plunger of the device did not push the lens. Conclusion : based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 21.0d preloaded injector in (B)(6) 2015. Prior to implantation, the plunger of the device did not push the lens and it became stuck in the injector. Lens was not implanted and there were no adverse events reported.